Event description:
It was reported that the cot dropped to the ground after placing a patient on the unit. The patient did not sustain any injuries. The ems staff caught his fall. One ems staff member was hit on the lower leg by the falling cot. The ems person suffered a hematoma. There was patient involvement; however, no clinically relevant delay in treatment was reported.